Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent dislodgement occurred. The shepherds hook target lesion was located in the tortuous and calcified right coronary artery (rca). A 5.0x32mm veriflex stent was successfully placed in the mid rca. The physician then attempted to place the 3.0x20mm ion stent in the proximal rca. The ion stent would not advance to the desired location and the stent got stuck on the implanted veriflex stent. The stent delivery system was pulled and the ion stent dislodged from the balloon. The dislodged stent was successfully removed from the patient using a snare. No damage to the implanted veriflex stent was noted. No further treatment to the proximal rca was attempted. No patient complications were reported the patient status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).